Event description:
The customer reported being in a clinic due to high blood glucose of 289mg/dl, and she was treated with manual injections. Troubleshooting was performed. The time and date on the insulin pump were incorrect, but the settings, basal, and bolus were correct. Reviewed the alarm history and found low reservoir alarms. The customer declined to continue testing as she did not have many issues with the device. The customer stated that the doctor recommended having the insulin pump replaced. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.